Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer is not performing the air removal steps. Tandem technical support informed customer that not performing the air removal step is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an unexpected reset occurred and the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer reported a blood glucose level of 102 mg/dl.